Manufacturer narrative:
No patient information provided to date after calls to customer on (B)(6) 2022. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was cleaned to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.